Event description:
In 2008, this pt was implanted with gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. In 2010, a cta revealed an unspecified endoleak with expansion of the aneurysm size. Thirteen days later, an aortogram revealed either a proximal type I endoleak or a type iii endoleak. Ten days later, the pt will undergo relining of the graft.

Manufacturer narrative:
A review of the manufacturing paperwork will be conducted when lot/serial numbers are obtained.